Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The surgeon tried to seat the insert into the tibial baseplate but would not seat. It appeared there was some cement in the way on the medial edge. He removed excess cement and still could not get the insert to lock into place. After many attempts of the insert not locking into place, another insert was obtained from a nearby hospital and locked into place with no issue.

Manufacturer narrative:
Device not returned. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. Visual, dimensional and functional analysis could not be performed as the device was not returned. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
The surgeon tried to seat the insert into the tibial baseplate but would not seat. It appeared there was some cement in the way on the medial edge. He removed excess cement and still could not get the insert to lock into place. After many attempts of the insert not locking into place, another insert was obtained from a nearby hospital and locked into place with no issue.